Manufacturer narrative:
A sample product was not returned for analysis. The complaint and product history cannot be reviewed as there was no device identifying information provided by the reporter. The root cause of the reported event cannot be determined; however, should additional reportable information become available, a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer indicated on a social media discussion board, that after having an intraocular lens (iol) implanted she noticed halos at night that made it ¿impossible¿ to drive. Additional information was requested.